Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm. The customer's blood glucose was 120mg/dl. The customer resolved the alarm with an infusion set change. The customer is returning the set for analysis and a replacement will be sent.